Manufacturer narrative:
Related manufacturer's reference number: 2916596-2022-15707 (onset of right heart failure). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient went to the local emergency department for fever and shortness of breath. The patient was enroute to the implanting center when they had cardiac arrest. Details of the cardiac arrest were unclear and the patient was diverted to another hospital. The patient was intubated, was not on sedation, not responsive to pain, no gag reflex, and was hypotensive for a prolonged period of time. The course of events and findings on exam were concerning for anoxic brain injury. The patient also had severe right heart ventricle failure and was on palliative home inotropes since (B)(6) of 2022 and was deemed not a candidate for transplant. The patient's blood pressure sufficiently improved, and the patient was transferred to their implanting center. Upon arrival the patient was in ventricular fibrillation which required initiation of resuscitation per advanced cardiac life support (acls) protocol. The family decided to stop further treatment efforts and withdraw care including stopping the pump. The patient passed away on (B)(6) 2022 at 01:46.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was reported that heartmate ii lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instruction for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, right heart failure, neurologic dysfunction, and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and neurologic dysfunction as potential late postimplant complications. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.